Manufacturer narrative:
Additional information: the pump was returned assembled with the driveline cut approximately 6.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The sealed outflow graft bend relief collar was returned detached from the pump. The outflow elbow was returned attached to the pumps outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the inlet housing upon disassembly of the pump revealed a thrombus formation surrounding its bearing cup. No areas of lamination were noted, but the tissue-like texture of this formation indicates that it likely developed over an undetermined period of time while the pump was supporting the patient. Further analysis of the pump, revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This depositions lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation suggest that it developed acutely and was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not be conclusively determined through this evaluation, they could have contributed to the patients elevated lactate dehydrogenase level and upward trend in pump power values. Upon removal of the observed depositions, the pump was cleaned. The disassembled pumps bearings, rotor, and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 days. Device not returned for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed..

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient who recently had a pump exchange on (B)(6) 2016 experienced power spikes and a rise in lactate dehydrogenase (ldh), 3 days post-op. It was noted that the patient had antithrombin iii deficiency which contributed to the event. The patient was brought back to the or for another pump exchange. The pump will be returned for evaluation.